Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that following the implant procedure, the patient was very combative. The device was checked, decreased r-waves and increased threshold measurements were noted. After further investigation, pericardial effusion was confirmed. Open heart surgery was performed and the hole in the ventricle apex was sutured. The lead was successfully repositioned.